Event description:
Customer reports an "lv5" infusor containing 240ml of 5 fluoro-uracic and 5% dextrose in water overinfused the contents over 41.5 hours instead of an anticipated 48 hours. Customer reports no pt injury or death as a result of the report.